Event description:
Customer reported an incident where the replacement pump speed read different on the status screen from what was set on the flow rate screen during a cvvhdf treatment. No alarms occurred. The set rate was 200 ml/hr, but the status screen read 100 ml/hr. There was no blood loss reported.